Manufacturer narrative:
No further information available on reported event. The codes have been updated accordingly.

Event description:
No new information available.

Event description:
It was reported that the patient had incomplete absorption of latera implants placed in 2022. The nasal area is uncomfortable when the patient wears glasses. There has been no reported medical intervention. Additional information is currently being requested.